Event description:
In 2006, it was reported to boston scientific corporation, that a procedure using a flexima biliary stent system occurred. According to the complainant, an attempt was made to remove the delivery device after the stent released. The suture would not detached and was eventually cut. The procedure was completed with this flexima biliary stent system. There were no complications and the patient's condition was reported as "ok."

Manufacturer narrative:
Results - (other) suture hole torn/deformed a review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A visual evaluation found that the suture hole on the distal end of the push catheter was tore distally. The tear in the suture hole was found to be about 1 millimeter long. A functional evaluation found that the guide catheter could be inserted into and removed out of the push catheter without difficulty. The device was found to be deformed at the suture hole at the distal end of the push catheter.